Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the light-emitting diode lights blinking and a turret error (e200) showing on the screen was confirmed. Based on the results of the investigation, it is likely that the event occurred due to faulty slide detection. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had all the light-emitting diode lights blinking and a turret error (e200) showing on the screen. The issue occurred during a therapeutic myringoplasty. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.